Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who confirmed there was no patient injury or medical intervention associated with this incident. The pdn stated the patient disposed of the sample and would have finished this box of supplies. The pdn indicated the proper procedures are discussed with the patient. This complaint for a check supply line alarm was not confirmed. The sample was not returned to baxter for evaluation, so the root cause of the alarm was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. (The home patient had connected a new bag to the heater line.) Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the alarm is in progress through (B)(4).

Event description:
This medical device report is for a connection issue. A customer contacted (B)(6) to report a check supply line alarm on the homechoice (hc) machine during the last fill. The home patient (hp) had connected a new bag to the heater line. The hp ended therapy. There was no patient injury or medical intervention reported.